Manufacturer narrative:
Product complaint : (B)(4). Pc: surgical intervention, medical device removal, device breakage. (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an unknown date, the patient underwent hardware removal, there was a straight rod breakage and a loosening of an inner set screw. The procedure and patient outcome were unknown. This complaint involves two (2) devices.

Manufacturer narrative:
(B)(4). The rod was found to be broken at its length. The second half of the rod was not returned. A fracture analysis was conducted on the returned device. Optical imaging of the fracture shows two surface morphologies, a smooth region and a grainy/rough region with progression lines which are indicative of fatigue failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause of the rod breaking postoperatively could not be positively determined. However, the optical image of the fracture surface reveals two surface morphologies, a smooth region and a grainy/rough region with progression lines; which are indicative of fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.